Event description:
It was reported that the patient presented to the emergency room for syncope and fall. Interrogation was performed and found that atrial lead dislodged. The lead was capped due to a fracture. A distal tip portion of the lead was explanted and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.